Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the investigation, the reported device defect (failure to deliver air or fluid) was confirmed. The reported event likely occurred, because the tube inside the device was damaged. However, the root cause could not be determined. This supplemental report includes a correction to d4 and g2 to provide information, that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device revealed a damaged tube inside, which was normally caused by external pressure. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was reported, the video system center failed to pump air or carbon dioxide during a colonoscopy causing a 45-minute delay and the patient to be anesthetized 45 minutes longer than required. The procedure was completed with a similar device. The device was inspected prior to use. There were no reports of further patient impact.